Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing dates cannot be determined. Evaluation summary: (B)(4) cable insulation broken through approximately 17 inches from the lead connector. Adhesive found on the epg (external pulse generator) plug base and on the lead connector. Cable creates a sharp bend at end of epg plug by the strain relief. Negative continuity tested open; can get to connect by pushing/moving cable by end of the epg plug by the strain relief. (B)(4) cable insulation is cut or punctured approximately 8 inches from the epg plug. Gouge in insulation approximately 23 inches from lead connector. Continuity tested ok; no intermittent connection was found. Adhesive found in different locations on the epg plug.

Event description:
It was reported that when the epg (external pulse generator) was connected to a patient, and the power switch was pushed, the patient's ventricle was not captured. The patient cable was replaced. Then the patient's ventricle capture started. No patient complications were reported as a result of this event. The cable was checked by a clinical engineer at the hospital, and it was confirmed that the cable conducting wire was fractured.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing dates cannot be determined.